Event description:
Reporter stated that caller from account reported two issues with the unit. First, the unit apparently delivered 450 ml from station 3 source container to the final container, when it was programmed to deliver 300ml. This is based on comparison of station 3 programmed volume display and volume delivered display. The unit also had display issues: after delivery from status 3, the total delivered display had flashing dashes. The user reported she pressed the start pad and nothing happened, followed by pressing the stop/mute pad and the total delivered display read -084. The user was advised not to use the unit, which was swapped out. No pt involvement. 10/23/96.